Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective third party speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation